Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump's keypad was not responding properly. Caller reported that he was not aware of any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. The insulin pump has cracked case at the display window corners and cracked reservoir tube lip.